Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer declined to provide the blood glucose reading. He stated that, upon removing the infusion set, he observed a bent infusion set cannula. He treated with a manual injection and then reconnected to the insulin pump. Nothing further reported.